Manufacturer narrative:
Other, other text: the returned device was evaluated. The device powered off after running on battery power for 3 hours. A 6 beep alarm was triggered on the handheld prior to shut down. The power issue was determined to be caused by a defective battery. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported that the device powered off unexpectedly multiple times without having low power. There was no patient impact or consequence reported.

Event description:
The customer reported that the device powered off unexpectedly multiple times without having low power. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.